Event description:
As reported by a journal article "comparison of 26-mm evolut and 23-mm sapien 3 valves in tavr for small aortic annulus", a retrospective review was performed with 929 patients who underwent a transcatheter aortic valve replacement (tavr) with a 23mm edwards sapien 3 valve. The study period was from july 2015 to december 2018. This complaint is for seventeen (17) patients that were observed with a stroke as an in-hospital outcome.

Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the transcatheter heart valve (thv) procedure and the use of the edwards thv devices. According to the literature review, and as documented in a technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the stroke is unknown; however, patient factors not provided and/or procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for journal article: jin r, cox ej, reynolds br, curtis bd, hodson rw, reed mc, gafoor sa, grunkemeier gl, forrester md, ring me. (2022). Comparison of 26-mm evolut and 23-mm sapien 3 valves in tavr for small aortic annulus. J invasive cardiol. 2022;34(6):e433-e441. Epub 2022 may 19. This is one of eight manufacturer reports being submitted for this case.

Manufacturer narrative:
A supplemental MDR is being submitted to include additional information. This is one of eight manufacturer reports being submitted for this case. Please reference manufacturer report numbers: 2015691-2022-10227, 2015691-2022-10229, 2015691-2022-10230, 2015691-2022-10253, 2015691-2022-10270, 2015691-2022-10275, 2015691-2022-10284.